Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05992. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Medical records indicate the patient was revised for pain, nerve damage and abductor tendon repair; however, the root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately 7 years post-implantation due to a failed implant. During the procedure, the patient underwent an abductor repair. The femoral head, taper adapter, and stem were removed and replaced with competitor product. Patient is experiencing ongoing pain with nerve damage related to the revision procedure.